Event description:
The patient's pre dialysis assessment was negative. Pre temperature 98.6, blood pressure 136/p. The patient is currently taking zestil. Patient complained of chills and neausea one hour into and 15 minutes into dialysis. Her temperature was 100.5, blood pressure 220/p. Patient was given tylenol. Blood culltures dialysate was terminated and resumed with a new system. The patient completed her dialysis treatment without further complications. Post temperature 98.6, blood pressure 110/60 with slight diagliouresis. Patient was given hot broth to drink. She stayed in the unit four hours until she felt better. Blood cultures were negative. Millipore dialysate cultures - 10 cfu's @ 24 hours. 122 cfu's at 72 hours. Dialyzer's #8 reuse.the dialyzer was sent to out for consideration for further research evaluation.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.